Event description:
Procedure was a face lift. The night after the surgery, about 12 pm, two huge red blisters were discovered. They were fairly symetrical to each other on the buttocks. Pad was on the thigh. The user is unsure what caused the blistering and said it may be something other than a rf burn but they just don't know. The pt is currently being treated by a dermatologist.